Event description:
On (B)(6) 2011 at 12:25 pm, we had a user logon to their "personal" anesthesiology domain account at the computer we call "(B)(6)." Later that day at 1:52 pm, the same computer was logged onto by the user (B)(6) from the (B)(6). This user account is the same account name that is used on the closed case workstation located directly beside the second workstation. When both machines were logged in with the same windows account, compurecord began to treat both computers as the same physical location. The problem with this series of events is that compurecord instead of detecting that the location was in use on two physically separate computers, compurecord proceeded just like everything was normal and even continued writing to anesthesia records that were in the now shared location. Due to the way that compurecord is engineered, it does not perform any additional checks to ensure that it is writing to the correct record each time it makes an entry into the case file. When both workstations were used at the same time, this flaw allowed two completely separate medical records to become intertwined so that data from one case was copied over data for a second case. In some cases, all recorded data was transferred to the other record, but in other examples, the demographics of the pt remained in place while the vitals and attending comments from the other case were added to the other case. If this data was printed and then relied on to make medical decisions, it could have lead to very serious consequences since the two pts being treating could have had very different underlying conditions and require very different intraoperative interventions. If a pt was treated based on the erroneous data, it could result in a very adverse and possibly fatal outcome.